Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able o reproduce the reported issue, and found that battery slot number two would not charge. To fix this issue the stm replaced the power slot interface board. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) are not charging properly. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.